Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck inside the injector resulting in prolonged surgery. A back-up lens was implanted successfully during the original surgery session; however, the patient is reported to be experiencing eye pain, visual impairment/disturbances, iop increase and inflammation. The cause of which cannot be established from the limited information available. The healthcare facility states that the patient has recovered with sequelae. The additional information received identifies that the injector was not left in the tray as per the IFU. The injector was removed from the tray to insert ovd and to close the flaps, a direct deviation from the IFU which states that these actions should be performed with the injector remaining inside the blister tray. The surgeon is also reported to have experienced resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" it states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv rao200e batch 103225956 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 102335956.

Event description:
On 7th october 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery.